Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia since about 1500 yesterday. Nurse stated that the device just alarmed 51 (patient temperature 1 below control range). Confirmed the targeted temperature (tt) was 37.5c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2.7 l/min, they were using an esophageal probe on device. Patient temperature (pt) was 36.7c. Nurse confirmed they had a secondary temperature source of bladder temperature connected to bedside monitor reading 37c. Confirmed with nurse they had not flushed an orogastric or nasogastric tube recently and no tube feeds were running. Nurse confirmed the esophageal probe was in place and had not come out. While on the phone, device alarmed 50 (patient temperature 1 erratic temperature). Had nurse flex the temperature cable, the patient temperature (pt) did not change. Had nurse plug esophageal probe into bedside monitor, esophageal probe reading 36.8c on bedside. Nurse did not see a significant drop in patient temperature (pt) on the graph and the patient temperature (pt) had been trending down and water temperature (wt) was trending up in response. Recommended nurse to swap out the esophageal probe for a new probe, it might be a short in the probe causing the erratic temperature alarms. Informed nurse if this did not work, to call them back and they could discuss swapping out the temperature probe. Nurse confirmed they would change the esophageal probe and resume therapy, if the device continued to alarm, they would call back.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had a patient on the arctic sun device in normothermia since about 1500 yesterday. Nurse stated that the device just alarmed 51 (patient temperature 1 below control range). Confirmed the targeted temperature (tt) was 37.5c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2.7 l/min, they were using an esophageal probe on device. Patient temperature (pt) was 36.7c. Nurse confirmed they had a secondary temperature source of bladder temperature connected to bedside monitor reading 37c. Confirmed with nurse they had not flushed an orogastric or nasogastric tube recently and no tube feeds were running. Nurse confirmed the esophageal probe was in place and had not come out. While on the phone, device alarmed 50 (patient temperature 1 erratic temperature). Had nurse flex the temperature cable, the patient temperature (pt) did not change. Had nurse plug esophageal probe into bedside monitor, esophageal probe reading 36.8c on bedside. Nurse did not see a significant drop in patient temperature (pt) on the graph and the patient temperature (pt) had been trending down and water temperature (wt) was trending up in response. Recommended nurse to swap out the esophageal probe for a new probe, it might be a short in the probe causing the erratic temperature alarms. Informed nurse if this did not work, to call them back and they could discuss swapping out the temperature probe. Nurse confirmed they would change the esophageal probe and resume therapy, if the device continued to alarm, they would call back.